Event description:
As reported by the (B)(4) study, during percutaneous coronary intervention (pci) in the proximal left anterior descending artery (lad), an occlusion of the small sidebranch occurred. It was opened with guidewire and a 1.0x14mm invatec falcon balloon. This event was considered highly probably related to the device and to the procedure. It was not considered a serious adverse event and resolved on the same day. This patient presented to the cardiac catheterization unit and 1-vessel disease was found. The primary indication for intervention was stable angina pectoris. Pre and post-procedure cardiac enzymes were not documented. Pre-procedure medications included aspirin, statins, other lipid lowering drugs and ace inhibitors. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on an 80% de novo lesion in the proximal lad of 18mm in length in a 03.0mm vessel diameter at a bifurcation with inability to protect major side branch. The (b2) eccentric lesion was characterized with an irregular contour, moderate calcification and thrombus absent. A 3.0x23 mm cypher select plus stent was deployed at 14 atmospheres (atm) by direct stenting, with satisfactory results. The patient was discharged on the following day. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, other lipid lowering drugs and ace inhibitors. At the 1 - month follow-up, the patient was asymptomatic. He advised of having elective dental surgery. Ongoing medications included aspirin, clopidogrel and statins. It was not known if the patient was taking ace inhibitors and beta-blockers. At the 6-month follow-up, the patient was asymptomatic. Ongoing medications included aspirin, clopidogrel and statins. No adverse events were reported.

Manufacturer narrative:
Please note that this device ((B)(4), lot no. 13192936) is not distributed in the united states. However, it is similar to the us distributed (B)(4). It also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.